Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record showed the device had a manufacture date of 07/18/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device experienced error code 120.4610. There was no reported patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced error code 120.4610. There was no reported patient involvement.